Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that a noncritical alarm started on (B)(6) 2015. The critical alarm started in the evening on the same day. The patient had missed a refill due to a scheduling issue. The medication delivered via the pump was unknown. Additional information has been requested regarding interventions and the patient's outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.